Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to corrosion within the monitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that it failed an incoming pulse test.